Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was over 600 mg/dl at the time of the incident. It was unknown what caused the high blood glucose levels. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with performing a high pressure test and the device successfully passed. The customer did not return the product back for analysis.